Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage on the electronics and motor noted. Unable to verify motor error alarm due to button keypad anomaly. The motor passed motor test. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was able to clear but buttons began to be unresponsive. During troubleshooting, alarm history showed motor error alarms. Customer's blood glucose was unknown. Customer reported that insulin pump was exposed to rain water. After troubleshooting, customer was advised that insulin pump would need to be replaced.